Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-05944 and 3005099803-2009-05947 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2009 ((B) (6), female patient; weight is unknown). According to the complainant, while ablating with the 4.0 cm electrode, the patient developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site and the ablation continued. However, upon completing the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The patient's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.

Manufacturer narrative:
A correction to MDR 3005099803-2009-05946 follow-up 001 was identified. Date received was listed as 11/30/2009 should be 06/04/2010

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-05944 and 3005099803-2009-05947 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2009 ((B)(6), female patient; weight is unknown). According to the complainant, while ablating with the 4.0 cm electrode, the patient developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site and the ablation continued. However, upon completing the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The patient's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.

Manufacturer narrative:
The device has not been perceived for analysis; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A visual examination of the returned device found no damage to the electrode. The insulation of the introducer was found to have tooling marks located 12.7 to 13.1 centimeters from the distal end. A small pinhole was present where the tooling marks were identified. Functionally, the array was able to be extended and retracted without issue. When extended, the array was found to have a uniform umbrella shape. Continuity of current existed between the handle and tines and was within specification which is indicative of the device being able to properly conduct current. Additionally, continuity of current existed between the handle and pinhole. During the evaluation, a pinhole was identified in the introducer insulation which likely led to the patient burn. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4)

Event description:
Note: this report pertains to one of three devices used during the same procedure. MFR report # 3005099803-2009-05944 and 3005099803-2009-05947 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, while ablating with the 4.0 cm electrode, the pt developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site and the ablation continued. However, upon completing of the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The pt's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.